Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as ¿the patient¿s transfer set was not properly closed¿ (no further detail was provided). On the same day as the diagnosis, the patient was hospitalized for the event and began treatment with injection (inj.) Vancomycin (1 gram, start dose, route not reported), inj. Amikacin (150 mg, start dose, routes not reported), inj. Reflin and fortam (500 mg each bag, once in 4 hours, route not reported), cipron tablet (250mg, orally, twice a day) and flucon tablet (150 mg, orally, once daily). At the time of this report, antibiotic treatment and pd therapy were ongoing. The outcome of the peritonitis event was unknown. No additional information is available.